Manufacturer narrative:
Based on information received following submission of the initial report. This event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received from the surgeon, reporting the issue was with the balanced salt solution product. And not a system issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during prime, the balanced salt solution bag could not be detected. During surgery, the surgeon noticed there was little to no irrigation. Additional information has been requested.